Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. The leaks were discovered in the pharmacy during dispensing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 23, 2023 - march 24, 2023. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was a leak between the spike port tubing and the spike port bonding area. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.